Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead could not be implanted. Therefore, both ra and rv leads were not used.

Event description:
New information received indicated that the right atrial lead was unable to maintain fixation in the right atrium, while the right ventricular lead was dislodged. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct health effect, clinical code should have been no clinical signs, symptoms or conditions, rather than insufficient information. The correct medical device problem code should have been device dislodged or dislocated rather than use of device problem the reported events were lead dislodgement and unable to implant. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix the helix could be extended, the full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. Further information was requested but not received.